Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual lead was not received for evaluation. Performance data from the ICD device showed the maximum rv pace impedance measurement was variable over the record ranging from 464 - 1312 ohms.

Event description:
It was reported that the rv lead showed several instances of abrupt variations in impedance between 600 and 1200 ohms and a non-sustained ventricular tachycardia episode and one short interval count. The lead remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Event description:
It was later reported that the superior vena cava (svc) and rv high voltage impedances were also high and an alert was triggered. The lead will be revised at the upcoming routine device replacement procedure.